Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was perceived as not working, with fluctuating blood glucose readings including prolonged hyperglycemia in the 400s followed by hypoglycemia in the 60s, after a period of stable use; review of device data showed frequent daily meal announcements (6¿8) and announcements when glucose was trending downward, which likely contributed to glycemic excursions. Symptoms included hyperglycemia and hypoglycemia. Outcomes included user troubleshooting and education, including guidance to avoid announcing snacks, allow the system to correct, and consideration of a factory reset to enable relearning. Investigation included data review and clinical support escalation for further analysis. Investigation of this case revealed a use-related issue involving incorrect meal announcements rather than a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and meal entry behavior were the likely causes.